Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with mentor smooth round moderate profile 325cc saline breast implants which the left side deflated , and there was issue bilaterally with capsular contractures, right had baker grade ii after implantation. As a result patient underwent bilateral removal and replacement with mentor saline implants catalog number 3501655 on (B)(6) 2018 this report is for the right side.

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary the device contained no fluid. No foreign material was observed within the device and white material was observed on the shell surface. During evaluation some creases were observed on the anterior and posterior aspect, no other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. There is no evidence that the issue is related with manufacturing capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Manufacturer¿s reference number: (B)(4).